Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise and oversensing which resulted in greater than two seconds of inhibition for this patient in the right and left ventricle. Additionally, left ventricular pacing impedance measurements and threshold measurements had been increasing. A boston scientific technical services consultant documented and discussed the clinical observations. The patient has a boston scientific device and left ventricular lead with a competitive right ventricular lead. A revision procedure was performed and the device and rv lead were removed from service and replaced. No additional adverse patient effects were reported.